Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented to the clinic on 3 feb 2021 with episodes of non-sustained right ventricular oversensing due to post paced t wave oversensing on their implantable cardioverter defibrillator. Programming changes were made on the same day. The patient was stable throughout.